Manufacturer narrative:
Updated complaint conclusion to include additional narrative. During a venous stripping on a completely occluded vein for complete occlusion, pieces of the floppy end of the. 018 x 180cm straight tip sv short peripheral steerable guidewire (pgw) ¿unwound¿ had come off and remained in the patient (endovenous). The event occurred during recanalization and guidewire removal. No consequence but high patient risk for the patient (migration of the detached part to the lungs). Action taken in the hospital was the use of a device from another manufacturer to finish the procedure. The impacted product is available at the pharmacy for analysis. The completely occluded lesion, chronic total occlusion (cto), was severely calcified with moderate vessel tortuosity. There were no anomalies noted when removed from the package and no anomalies noted during prep. The device was not inserted through a stopcock instead of a hemostatic valve. There was no resistance met while advancing the device and no excessive torquing was required. The device did not kink in the area of separation. There was also no resistance met while withdrawing the device. There were no adverse consequences to the patient because of the reported event. The procedure was completed with another guide. The patient was discharged home on the first day, post-operative. The status at discharge was an autonomous walker without complications. One non-sterile sv018 guidewire (pgw .018 sv short 180cm st) was received for analysis. During visual inspection, a separated condition was noted on the distal tip of the wire. No other anomalies were observed during the analysis. Due the separated condition found a sem analysis was performed and results showed that the separated area of the body of the sv018 guidewire presented evidence of diameter reduction, tension marks, cup and cone-like shape, ductile dimples, and plastic deformation on the wires of the unit. The plastic deformations and ductile dimples found on wires, resulting in a diameter reduction, tension marks and cup and cone-like shape are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the material of the guidewire was induced to a tensile force that exceeded the wire material yield strength prior to the separation. No other anomalies were observed during sem analysis. A product history record (phr) review of lot 35260863 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event by the customer as ¿distal tip-wires ¿ fractured-separated - in patient¿ was confirmed since a separated condition was noted on the distal tip during visual review. According to sem analysis the unit presented evidence of diameter reduction, tension marks, cup and cone-like shape, ductile dimples, and plastic deformation on the wires of the unit. The plastic deformations and ductile dimples found on wires, resulting in a diameter reduction, tension marks and cup and cone-like shape are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the material of the guidewire was induced to a tensile force that exceeded the wire material yield strength prior to the separation. Procedural/handling factors or vessel characteristics (cto, severe calcification, moderate tortuosity) might have contributed to the reported event. According to the IFU, although not intended as a mitigation of risk, ¿cordis steerable guidewires are contraindicated for use in chronic total occlusions. Guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for signs of damage. Do not use a guidewire that shows signs of damage. Caution: gently introduce and advance the guidewire to prevent damaging the distal tip. To aid in rotating or steering the guidewire, secure a steering device to the proximal end of the guidewire. Caution: to prevent vessel injury or tip entrapment, use fluoroscopy when advancing/"torquing" the guidewire.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The exact cause of the condition found could not be conclusively determined during analysis. Neither the product analysis nor the phr results suggest that the event reported could be related to the manufacturing process. No corrective action will be taken at this time.

Manufacturer narrative:
During a venous stripping on a completely occluded vein for complete occlusion, pieces of the floppy end of the.018 x 180cm straight tip sv short peripheral steerable guidewire (pgw) ¿unwound¿ had come off and remained in the patient (endovenous). The event occurred during recanalization and guidewire removal. The device will be returned for analysis. No consequence but high patient risk for the patient (migration of the detached part to the lungs). Action taken in the hospital was the use of a device from another manufacturer to finish the procedure. The completely occluded lesion, chronic total occlusion (cto) was severely calcified with moderate vessel tortuosity. There were no anomalies noted when removed from the package and no anomalies noted during prep. The device was not inserted through a stopcock instead of a hemostatic valve. There was no resistance met while advancing the device and no excessive torquing was required. The device did not kink in the area of separation. There was also no resistance met while withdrawing the device. Additional procedural details were requested but not provided. One non-sterile sv018 guidewire (pgw .018 sv short 180cm st) was received for analysis. During visual inspection, a separated condition was noted on the distal tip of the wire. No other anomalies were observed during the analysis. Due the separated condition found a sem analysis was performed and results showed that the separated area of the body of the sv018 guidewire presented evidence of diameter reduction, tension marks, cup and cone-like shape, ductile dimples, and plastic deformation on the wires of the unit. The plastic deformations and ductile dimples found on wires, resulting in a diameter reduction, tension marks and cup and cone-like shape are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the material of the guidewire was induced to a tensile force that exceeded the wire material yield strength prior to the separation. No other anomalies were observed during sem analysis. A product history record (phr) review of lot 35260863 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event by the customer as ¿distal tip-wires ¿ fractured-separated - in patient¿ was confirmed since a separated condition was noted on the distal tip during visual review. According to sem analysis the unit presented evidence of diameter reduction, tension marks, cup and cone-like shape, ductile dimples, and plastic deformation on the wires of the unit. The plastic deformations and ductile dimples found on wires, resulting in a diameter reduction, tension marks and cup and cone-like shape are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the material of the guidewire was induced to a tensile force that exceeded the wire material yield strength prior to the separation. Procedural/handling factors or vessel characteristics (cto, severe calcification, moderate tortuosity) might have contributed to the reported event. According to the IFU, although not intended as a mitigation of risk, ¿cordis steerable guidewires are contraindicated for use in chronic total occlusions. Guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for signs of damage. Do not use a guidewire that shows signs of damage. Caution: gently introduce and advance the guidewire to prevent damaging the distal tip. To aid in rotating or steering the guidewire, secure a steering device to the proximal end of the guidewire. Caution: to prevent vessel injury or tip entrapment, use fluoroscopy when advancing/torqueing the guidewire.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The exact cause of the condition found could not be conclusively determined during analysis. Neither the product analysis nor the phr results suggest that the event reported could be related to the manufacturing process. No corrective action will be taken at this time.

Manufacturer narrative:
Additional b5 narrative: the device did not kink in the area of separation. There was also no resistance met while withdrawing the device. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional b5 narrative: the procedure being performed was a venous stripping on a completely occluded vein for complete occlusion. The event occurred during recanalization and guidewire removal. The completely occluded lesion, chronic total occlusion (cto) was severely calcified with moderate vessel tortuosity. There were no anomalies noted when removed from the package and no anomalies noted during prep. The device was not inserted through a stopcock instead of a hemostatic valve. There was no resistance met while advancing the device and no excessive torquing was required. Additional procedural details were requested and is pending. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device was returned and the completed engineering report will be submitted within 30 days upon receipt.

Event description:
During the operation (stripping), pieces of the floppy end of a .018 x 180cm straight tip sv short peripheral steerable guidewire (pgw) ¿unwound, ¿ had come off and remained in the patient (endovenous). The device will be returned for analysis. No consequence but high patient risk for the patient ( migration of the detached part to the lungs). Action taken in the hospital was the use of a device from another manufacturer to finish the procedure. The impacted product is available at the pharmacy for analysis.